Event description:
During an atrial fibrillation (afib) ablation procedure, it was reported when connecting the ablation catheter to the cable, the patient received an electrical shock. Additionally, all signals were saturated on the carto 3 mapping system and the ep recording system. The procedure was finished by changing the catheter and the catheter cable. Upon request, additional information was received stating that: the signal noise occurred on all the channels, including the 12 leads of body surface (bs) and all ic (intracardial) recordings on both carto 3 mapping system and the ep recording system at the same time.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4)

Manufacturer narrative:
Manufacturer ref # (B)(4) it was reported that at the connection of the catheter where the connector of the catheter was in contact with the cable, the patient received a discharge. In addition, at the carto 3 and ep recording systems, all signals were saturated. The returned catheter was visually inspected upon receipt and it was found in normal conditions. No damage was observed. The cable used by the customer was also sent. Per the event, the catheter was tested for electrical performance and it was found within specifications. In addition, it was intended to connect the cable with the catheter in order to replicate the failure; however it was not possible to connect since the connector of the cable and the connector of the catheter have a different configuration. The catheter has a 34 ¿ pins connector and the cable has a 25 ¿ pins one. Both devices can't fit. However, it could not be determined if this condition contributed to the failure reported by the customer. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).